Manufacturer narrative:
As reported, while advancing the device, the outer sleeve of a 5f mynx control vascular closure device (vcd) struck the edges of the sheath hub, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The device was prepped per instructions for use (IFU). The device was opened in a sterile field. The user is trained to the device. The device was not inspected for damages when removed from the package. There were no damages noted to the packaging or device. The device was stored and prepared according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, the sealant remained in its manufactured position fully exposed as the sealant sleeve were totally split as reported in the event. Neither the syringe nor the sheath was returned with the device to be evaluated. Per dimensional analysis, the slit length could not be measured due to the condition observed in the device as received where the sealant sleeves showed evidence of a split condition. Per functional analysis, the functional deployment mechanism test was executed due to the sealant sleeve split condition observed. The result for this functional test was the correct activation of the deployment mechanism and the retraction of the balloon. However, a catheter sheath introducer (csi) introduction/withdrawal test could not be executed due to the condition of the sealant sleeves. Per microscopic analysis, visual inspection at high magnification showed that the sealant outer sleeve assembly showed that the sealant sleeves presented a split condition that could be related to the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device as the sleeves were observed totally split. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the split sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while advancing the device, the outer sleeve of a 5f mynx control vascular closure device (vcd) struck the edges of the sheath hub, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The device was prepped per instructions for use (IFU). The device was opened in a sterile field. The user is trained to the device. The device was not inspected for damages when removed from the package. There were no damages noted to the packaging or device. The device was stored and prepared according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.